Manufacturer narrative:
H6: investigation summary: no photos or samples were received. Attempt to get more information was made, however, customer confirmed that no additional information was available. Based on the information provided, the DHR review process was unable to be performed since there was no lot number provided. A review of the ncmr¿s was performed; the result showed one issues reported for the same part number and issue throughout the last twelve months. According to this investigation, there is not enough information provided from customer like a picture showing the nonconformance or a lot number, however within the report, customer describes that the sliding lid was missing for one product. With that explanation, we can confirm it as related to the manufacturing process since this issue had already been identified within the process. Additionally, the current process was reviewed and confirmed that assembly between lid and slider is performed manually and inspected visually per production department and a second inspection based on aql sampling plan is performed by quality department, this process has been confirmed as capable to detect this kind of issues (missing slider), however, omission error within the process could happen. Based on this investigation it was determined that this failure mode is related to the manufacturing process since the lack of slider would be an omission error within the process. The current manufacturing process was reviewed and it was found as capable of detecting missing components, however, omission error could happen during visual inspection. Quality alert was posted within the process in order to make aware all the people involved in the manufacturing process of this product. All the complaint information was also captured for tracking and trending purposes.

Event description:
It was reported that the bd¿ sharps collectors was missing the sliding lid. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a defective lid of sharps collector. According to the customer's report, the sliding lid was missing for one product.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ sharps collectors was missing the sliding lid. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a defective lid of sharps collector. According to the customer's report, the sliding lid was missing for one product.